Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
The customer reported that the insulin pump alarmed motor error during prime. Troubleshooting was performed and the displacement test failed. No further info was provided.

Event description:
It was reported that during a "endometriose" procedure, the clips didn´t form. The surgeon used a second ecr60d, it didn´t work either. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. The ec60a device was received for analysis with no visual non-conformances and with two ecr60d reloads present. Reload (a) was received partially fired 1/16. Reload (b) was received unfired. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. Returned cartridge reloads (a) and (b) were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.